Manufacturer narrative:
UDI: (B)(4).this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had insufficient/low power and failed pre-test for power with the test stand, status of development, air leak and excessive noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air reamer device ran slow and/or with lower energy and applied to low rational speed of the handpiece. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.